Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature titled "endobiliary radiofrequency ablation using a short-type balloon enteroscope in patients with surgically altered anatomy". This study aimed to investigate the feasibility of radiofrequency ablation (rfa) combined with metal stent insertion under balloon enteroscope (be) guidance for malignant biliary obstruction (mbo) in patients with surgically altered anatomy (saa). Thirty-seven patients were included in the study. Technical and clinical success rates were 100% (37/37) each. The rates of early and late adverse events were 3/37 and 3/37, respectively. Recurrent biliary obstruction (rbo) occurred in 12/37 of the patients. The cause of rbo was ingrowth in eight patients, overgrowth in three patients, and indeterminate in one patient. All reinterventions for rbo were successful using the be approach; all ingrowths, except one, were recanalized using additional rfa without additional stent placement. The frequency of reintervention-related adverse events was 1/11.this study demonstrated the technical safety and feasibility as well as good long-term outcomes of endobiliary rfa combined with metal stent placement under be guidance. This approach may be a useful option for treating mbo in patients with saa. Type of adverse events/number of patients [early (=30 days)] (n=37). Cholangitis - 2 patients. Pancreatitis - 1 patient. [Late (=31 days)] (n=37). Non-occlusion cholangitis - 2 patients. Liver abscess - 1 patient. [Ri-related adverse events]. Mild cholangitis - 1 patient. No malfunction was reported in the literature. There is no report of any olympus device malfunction in any procedure described in this study.